Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that this patient¿s generator and lead were explanted due to an infection at both the generator and lead site. The doctor reported that the cause of infection was unknown, but it could have been due to the patient picking at the site, or that the site wasn't taken care of after surgery, as it was stated that the incision should have healed at that time. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. Product return and device evaluation is not necessary as reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.